Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the customer to check the door lock status. The door lock was found disabled, and the customer enabled it using the key, resolving the issue and no further investigation required for this device. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge lock was failed. Door does not lock and it was pulled open at all times. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.